Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced pericardial effusion. The farawave ablation catheter was selected for use during the pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib). The physician was able to advance the wire and prepare the catheter per standard protocol outside the body; however, upon advancing into the left atrium, the wire became very stiff and difficult to advance back and forth. The device was replaced. During ablation in the right superior pulmonary vein (rspv), effusion was noted on the transthoracic echocardiogram (toe). A pericardial drain was performed. The procedure was completed. The patient was admitted to the ward and is expected to fully recover. The device is expected to return for laboratory analysis.